Event description:
Baxter reports that the occluder feet of a transfer set were broken. There was no patient injury or medical intervention associated with this incident.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event. There has been corrective and preventative action taken relative to this matter, renq-CAPA. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.